Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the report, and was informed that the biopsy forceps was replaced with a different forceps after the users observed the electrical sparks from the tip of the forceps, and the mucosal movement was not a regular movement, but it was described like an electrical spasm with faster contractions. The perforation was said to have been discovered when the pt felt pain in the abdomen during the recovery. The perforation was said to be in the same location as the polypectomy site. The user allegedly suspects the hot functions of the biopsy forceps that caused the pt's perforation. The subsequent procedure was performed on the same day of the original procedure. The pt was reportedly discharged from the hospital after an unspecified period of time. The device referenced in this report was returned to olympus for eval. The eval revealed that the electrosurgical unit passed functional tests for monopolar and bipolar output signals. However, the electrosurgical unit was unable to communicate with the afu-100 device due to a failed communication printed circuit board, however this finding would not likely cause or contribute to the reported event. The device was serviced and was returned to the user facility. The cause of the reported event could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution. See 8010047-2012-00048 for a related report.

Event description:
The user facility reported that during therapeutic colonoscopy with polypectomy the user reportedly observed electric sparks at the distal end of the endoscope, and claimed to have observed spasms in mucosa that did not seem related to pt movement. The user further reported that the pt was determined to have a perforation following the procedure. The pt required an add'l procedure to treat the perforation, and an ileostomy was performed. The current status of the pt is unk.